Event description:
Information was received from a patient (foreign) who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the pump was implanted in (B)(6) 2025. The date (B)(6) 2025 is considered an approximate date of event (specific month and year known only). The patient¿s programmer (myptm) was very slow when interrogating with the pump. It stops at 90%, sometimes for a minute or two. The myptm was also issued in (B)(6) 2025 to the patient. The myptm otherwise worked fine but was "only" slow. The patient uses the myptm about three times a day. The communicator placement was checked, which was fine. The phone/handset was restarted but the issue was unchanged. At the time of the report, with (B)(6) in mind, the pds data was cleared. After this, the communication was fine and very fast again. The myptm software application version was 2.0.1700 and the patient data service (pds) version was 1.0.828. No patient symptoms were reported. The date 2025-jun-01 is considered an approximate onset / date the issue was first observed (specific year known only). No further information was available.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, patient programmer software application version: 2.0.1700 section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.